Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nonhealth care professional reported that during the intraocular lens (iol) implantation surgery, the lens was defective and it was wasted. Additional information was received stating that the haptic was not attached to the lens after insertion into the eye, and the surgery was completed on the same day by removing the lens and replacing it with another lens during the same procedure.